Event description:
It was reported that during a procedure involving the powered stapler, there were firing issues with the reload component, specifically a partial fire. The instrument's charge was incomplete, reaching only halfway through the tissue, necessitating a second charge to fully close the tissue. Another reload was used to perform the closure. No consequences or impact to the patient were reported, and the patient remained alive with no injury.

Manufacturer narrative:
D10 concomitant products: egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4m0952 egia60amt egia 60 artic med thick sulu - egia60amt, lot# p4m0951 sig power sigadaptstnd linear adapter - sigadaptstnd, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.